Event description:
The customer returned the videoscope cable to the service center for evaluation related to a separate issue. During inspection, the service repair technician identified the device had flickering image, faulty connector and cable, corrosion on the printed circuit (cn) board and screws. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction flickered image was traced to faulty connector and cable due to corrosion on the printed circuit (cn) board and screws. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.